Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. Additional information was requested. (B)(4).

Event description:
A clinical team lead reported a preloaded intraocular lens (iol) with a trailing haptic that was about to come out when there was a decrease pressure and the iol shot out into the eye. It caused a gouge in the iol and the iol was removed during the initial procedure with no harm to the patient. Another lens was implanted instead. Additional information was requested.

Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The nozzle tip has an aneurysm. The lens is loose in the bag. Viscoelastic is observed. The optic has multiple cracked areas located on one half of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The observed damage may indicate the lens and/or plunger was not in a proper position for advancement per the diagrams provided in the directions for use. The manufacturer internal reference number is: (B)(4).